Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the leaking valve that user experience since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since the device was within manufacturing and design specifications when it was released from terumo medical corporation control. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient was stable and that there were no issues with the outcome of the procedure. There was no patient injury, medical/surgical intervention required. Additional information was received on (B)(6) 2021: the valve was leaking during the case. The leak was at the end of the valve. The leak occurred during the flushing of the device. The blood loss was less than 250cc's. The procedure was completed with the device.